Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report intermittent out of range on (B)(6) 2015. Patient inserted sensor into arm, which is not an approved site. At the time of contact the foreign distributor did not report any injury or medical intervention.